Event description:
Customer called to report physical damage to the insulin pump. The blood glucose reading is 89 mg/dl. Customer also stated that she had a hospitalization due to low blood glucose. Customer fainted. The blood glucose reading at the time of the event was 47 mg/dl. Customer ate a snack and drank juice to raise the blood glucose level. Customer was released from the hospital after observation. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.